Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, is it likely that the was thermo-mechanically induced damage to the ceramic tip due to wear and tear or user handling. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to cracks found on the beak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ceramic tip on the olympus resectoscope needed to be replaced. The issue was found during reprocessing. There was no report of patient injury or medical intervention associated with this event.